Event description:
It was reported that the left ventricular lead exhibited elevated capture threshold. Upon a device check, the lead exhibited loss of capture at maximum outputs. An x-ray showed no anomalies. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.